Event description:
It was reported that the customer experienced blood glucose levels ranging from 20 mg/dl to 700 mg/dl. Reportedly, the cause was related to the cartridge; however no additional information was provided regarding the cause. Low bg was addressed via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.